Event description:
It was reported that the insulin pump alarmed button error after the customer changed the reservoir and inserted a new battery. The customer's blood glucose was 142 mg/dl. The customer stated that the buttons were unresponsive. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. The down arrow button did not respond due to corroded keypad trace. The insulin pump was received with minor scratched display window, cracked display window corners, cracked battery tube threads, broken belt clip slot, and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.